Event description:
Lap chole - "surgeon had not been able to ligate cystic duct and artery with same type of clip applier (different batch number cer 200003308). This clip applier was opened and he had the same issue not being able to get the clips to ligate those structures." Pt status: "normal post operative recovery."

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for evaluation. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.